Event description:
It was reported that a patient underwent a laparoscopic myomectomy on (B)(6) 2012. During the procedure, when the myoma was cut halfway, the blade did not rotate though the blade could come out from the sheath. The surgeon connected the device again, but the situation was same. Another like device was used to complete the procedure with no adverse patient consequences.

Manufacturer narrative:
Conclusion: the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. The device operated as intended during evaluation. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.